Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that all of a sudden they had a return of symptoms and they had the a horrible urge to go all the time. The patient stated that they fell in the same time period onto their butt. The patient stated that they had not touched it as it was working so well, and then it stopped helping. The patient stated that they tried to adjust stimulation and changed to program 3, but it "hurt like hell" in the left cheek. The patient was able to change back, but their therapy was not helping. During the call, pat agent had the patient change from program 4 at 6.8 to program 2 at 6.8 to where it was strong, but comfortable. The patient initially increase to 7.0, but determined that it was too high and decreased to 6.8 to where it didn't hurt when standing. Patient was redirected to their health care professional if symptoms were not resolved now that adjustments were made. The patient mentioned that they are seeing their urologist soon. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the symptoms return was most likely due to fall.